Event description:
A distributor in denmark reported a malfunction related to a tandem insulin pump, citing malfunction code 3-0x2076. It was uncertain if the event impacted the customer's blood glucose level, as there was no available data. Tandem technical support confirmed the need to replace the pump because the malfunction code was non-resettable, and the pump was within warranty. The customer declined to share information about backup therapy for insulin delivery. Technical support arranged for the return and replacement of the pump, ensuring the necessary instructions and materials were provided to the customer.